Event description:
It was reported that: approximately 45 minutes into the case while mechanically ventilating the pt, the doctor noted a monitor reading of 50 cmh20 airway pressure and heard the ventilation relief valve popping off. The doctor then attempted manual ventilation but continued to see high pressure readings. The doctor switched the pt to an ambu bag and manually ventilated the pt for 10 minutes. The doctor stated that the pt began to get light and administered propofol. The doctor then placed the pt back on the anesthesia unit and was able to manually ventilate the pt on the machine. Approx 10 minutes later, the doctor switched to mechanical ventilation and completed the case without further incident. No pt injury.